Event description:
It was reported that noise was observed on the segms. A rise in capture thresholds from 1 volt at implant to 3 to 4 volts were also noted. The lead was capped.

Manufacturer narrative:
Na